Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The costumer reported a conflicting test result with the binax now covid-19 antigen self-test otc 2 test pack performed on (B)(6) 2021. The customer also reported that she had a defective kit. The customer´s son purchased 2 boxes of self-tests at walgreens, and when she opened it , she noticed 1 kit already had 2 pink lines on the test card prior to testing, but the second test card under the same box was fine. The customer stated that she performed the test with the second kit that was fine, but got inaccurate results; one negative and one positive result.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.